Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 5540130, 510k # k113174 and UDI # 00643169007987 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with l4 degenerative spondylolisthesis and l3-l5 lumbar canal stenosis. He underwent tran sforaminal lumbar interbody fusion at l3-l5. There had been no problem at 4 months after the surgery. Then, the corset had been removed because bone union was achieved at the 4th month post-op. On an unknown date, 1 year after the operation, the l5 right set screw was confirmed to have backed out. As there have been no symptoms, the patient is under follow-up observation. No other adverse event like pseudoarthrosis or screw loosening have been reported.